Event description:
It was reported that an asymptomatic patient presented in clinic after experiencing a vibratory alert for non-sustained lead noise alert. Myopotential oversensing was suspected. Reprogramming the device was recommended. No further information is available.